Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer needed to be swapped due to liquid spill. A field service engineer (fse) replaced the drawer and assisted the customer to put all the cubie pockets to the new drawer. Further the fse tested the drawer multiple times and confirmed the entire drawer working. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer swap was performed, and the multiple row board/tray was found to be faulty due to a liquid spill. However, there were no delays or adverse events or injuries reported based on this event.